Manufacturer narrative:
The field service representative (fsr) inspected the architect i2000sr, serial number (B)(6)due to a falsely positive result for architect total -hcg and resolved the issue by cleaning parts, including the diverter, load and unload - moulded base. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the diverter, load and unload - moulded base did not identify any trends. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial (B)(6) or the diverter, load and unload - moulded base was identified.

Manufacturer narrative:
Initial reporter name and address: complete phone number: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely positive result for architect total hcg and provided the following data (reference range is <5 = negative, >25 = positive): sample ID:(B)(4): initial result = 436 iu/l (positive), repeat result = <1.2 iu/l (negative) there was no reported impact to patient management.